Manufacturer narrative:
This MDR is being submitted as part of a retrospective review. During activities being performed for CAPA 682612 (associated with express mini 500 continued use and use of devices outside of the healthcare setting), atrium medical corp. Became aware of calls received by the getinge emergency support program (esp) team that were not logged as complaints. A retrospective review of the calls logs has resulted in the identification of this complaint/MDR. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Patient's daughter called on behalf of her father, who has chronic lung issues and has had this chest drain in since february. His history is quite lengthy. She called tonight to ask if it was normal for the float ball to be sitting at the bottom of the water seal column. She reported that her dad's respiratory status is unchanged, his oxygen sats are the same and that he is in no distress. She also said that there has been no change at the site near the dressing. I explained that per our IFU, no bubbling with minimal float ball oscillation at the bottom of water seal will indicate no air leak is present. She was very appreciative of the support and information.

Manufacturer narrative:
Additional information: section h6 investigation summary: reason for call: float ball question equipment/catheter: atrium express chest drain contact: patient's daughter called on behalf of her father, who has chronic lung issues and has had this chest drain in since february. His history is quite lengthy. She called tonight to ask if it was normal for the float ball to be sitting at the bottom of the water seal column. Caller reported that her dad's respiratory status is unchanged, his oxygen sats are the same and that he is in no distress. She also said that there has been no change at the site near the dressing. Getinge support representative explained that per our IFU, no bubbling with minimal float ball oscillation at the bottom of water seal will indicate no air leak is present. The drain in question was an express chest drain. This is a full-size model drain and is not intended to be used in a home setting and is not marketed as a mobile device. There is no assertion of an adverse event associated with the use of this chest drain. The details indicate that this product inquiry was in regard to the position of the float ball as it was claimed to be to be sitting at the bottom of the water seal chamber. As indicated by the call center response ¿no bubbling with minimal float ball oscillation at the bottom of water seal will indicate no air leak is present¿. This is considered normal when there is no longer an air leak or the air leak has been resolved. This complaint is likely due to the lack of familiarity of the chest drain functionality on the part of the lay-user. This drain was used outside of its intended use environment (outside a clinical setting) by an untrained user. A review of the current instructions for use aw012005 revision aa in the precautions section states: 8. Users should be familiar with thoracic surgical procedures and techniques before using a chest drain.¿ there is no specific warning or caution within the instructions for use regarding home use of the chest drain. At the time of use the instructions for use was part number aw011483 IFU, drains, express revision aa. This IFU was also reviewed and has the same precautions as seen in the current express IFU aw012005. As the complaint is related to a use error (not being used by a trained rn), the complaint is confirmed. A contemporaneous sample review is not required, as there is no indication of malfunction and no nonconformance has been identified. Based on the details provided this complaint will be escalated to a corrective action request for further evaluation.

Event description:
N/a.